Manufacturer narrative:
(B)(4). Date of follow-up report: 25-oct-2016. Evaluation summary: the device was returned for evaluation. The investigation could not confirm the customer's report that the device would not detect the tagged sponges. The visual inspection found no notable conditions. The investigation found that the unit booted to the desktop. Since the unit booted to the desktop, a scan could not be performed to determine if the unit would detect a tagged sponge. The investigation determined that a software issue was causing the unit to boot to the desktop. The software was reloaded to address the condition. The unit was calibrated and testing found the unit functions normally. A review of the device history record indicated that this unit was released meeting all specifications.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer initially reported that the device had a software and detection problem. The customer clarified the report of detection problem on (B)(6) 2016 to mean that the device would not detect the tagged sponges. The count was verified using the validated count method. No patient injury occurred.